Event description:
Meter name: one touch ultra. Strip name: lifescan ot ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: nauseous, stomachache. A patient's family member reported that patient was hospitalized. Patient's meter allegedly displayed batteries. Replaced batteries. Could see partial characters. The result on patient's meter was 72mg/dl. The result on the doctor's meter was 500+ mg/dl. The time difference between patient's meter and doctor's meter is unknown. Treatment was unknown. No further information has been reported.